Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown, device manufacture date: unknown. (B)(4). Investigation summary: bd had not received samples or photos from the customer, so the investigation was limited. In addition, a lot number was not provided. A complaint history check and a device history record review could not be performed without a lot number. Technical service contacted the customer via email and the customer stated this was an isolated issue from september. A good faith effort has been made and this complaint will be closed without further investigation at this time. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported the bd vacutainer® sst¿ blood collection tubes experienced erroneous results. The following information was provided by the initial reporter. The customer stated: "they experienced erroneous results. The patient was drawn for a bmp and her creatinine ran and reran at 1.96 (higher than expected) redrawn 2 days later and ran at 1.08. This was an isolated occurrence from september of this year, and this patient has tested in the normal range since september."